Event description:
It was reported that a shaft break occurred. A 0.027in swan tip 130cm direxion? Hi-flo? Microcatheter was selected for use in the liver during a transcatheter arterial chemoembolization procedure. Outside the patient, when the microcatheter was unpacked and removed from the packaging, it felt stiff and could not be advanced into the radiography catheter. The microcatheter was found to be fractured. The procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was in stable condition following the procedure.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). G4 - premarket / 510(k) #: k142259, k163701. Investigation results: media review: media was received in the form of an image. Review of media revealed a direxion? Hi-flo? Microcatheter inserted into the carrier hoop. The nickel shaft was fractured near the strain relief with an associated inner shaft stretch. Device technical analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review: a risk review performed for the direxion? Hi-flo? Device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefits for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause linked to device but unable to trace more specifically.